Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen making difficult to read the display. Blood glucose at the time of the incident is unknown. Troubleshooting was performed. The customer indicated that the damage was due to wear and tear. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with minor scratches on display window noted. (B)(4).